Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm. The patient further reported that sets had been changed and the current set had not alarmed. No further information available.